Manufacturer narrative:
(B)(4) date sent: 3/25/2026. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 4/14/2026. D4 batch #: z0731t. Corrected data: d4 UDI #. Additional information was obtained: -there are broken pieces. -the tissue pad fragments were removed during the operation outside of the body and the use was stopped, and it was then thoroughly checked inside the patient's body, with no remains found. There was no bleeding or tissue damage. -the damaged piece will be sent together with the returned product. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the black coating of the blade damaged, the tissue pad melted, not all present and the missing portion was returned. The remaining tissue pad was properly attached to the clamp the device was connected to the energy system and the device did activate during functional testing. The device was disassembled to verify the condition of the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. If the device is activated across a clip, staple line, or other metal in the jaws, the blade could get damaged, subsequent activations may increase the severity of the blade damage. Once minor blade damage has occurred can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. Occasionally, damage to the blade coating occurs when the blade is exposed to metal contact and/or high heat / prolonged activation without tissue present in the distal section of the jaws and the jaws closed. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch z0731t, and no non-conformances were identified.

Event description:
It was reported that, during a laparoscopic rectal surgery, the tissue pad came off outside the patient's body during use and use was stopped. No pieces were fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 3/9/2026. D4 batch #: z0731t. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was obtained: -there are broken pieces. -the tissue pad fragments were removed during the operation outside of the body and the use was stopped, and it was then thoroughly checked inside the patient's body, with no remains found. There was no bleeding or tissue damage. -the damaged piece will be sent together with the returned product. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.